Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that the animal underwent an animal sterilization surgery on (B)(6) 2020 and the suture was used to ligate the ovary. It was reported that during procedure, the suture broke a bit from the needle end, but not in the knot. Another like suture was used to complete the procedure.